Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: could you please provide more details for "device did not fire properly"? Made a crunching noise and did the blade did not slide correctly. Did the device deliver any staples? A few but unsure if they were formed properly if yes, were the staples formed properly? Unknown. If yes, was the staple line complete? Yes, but the tissue was bunched up on the seam did the device cut? Yes. If yes, was the cut line complete? Yes ¿ with bunched up tissues. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? All of the above. Was there any difficulty opening the device? No. If yes, how was the device removed from the patient? N/a. If yes, did the jaws eventually open? N/a. The tech remembers when it was firing it did not sound right or cut right. A second load was used to correct the defect and remove the bunched up staple line. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one gst60b reload was received. The reload was received fully fired and with damage on reload deck. No functional test was performed due the condition of the reload. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported by the that during a laparoscopic biliopancreatic diversion with duodenal switch procedure that the device did not fire properly and bunched up the tissue. The same stapler with a new reload was used to complete the procedure. The procedure was delayed by three minutes. There were no adverse consequences for the patient.